Event description:
It was reported to boston scientific in 2007, that (device in question is stent) "stent was placed on or about one year ago. When patient returned to physician for 6-month follow-up, an angiogram was performed and showed significant re-stenosis in the area that was previously treated with the "stent. It was reported that the "patient has had a small stroke and was temporarily hospitalized and has been discharged." This was a stent placement procedure of the left ica to mca (internal carotid artery to middle cerebral artery).